Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. Troubleshooting was unable to resolve the issue. The ipg was deemed inoperable. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was established following the procedure and the issue is resolved.